Event description:
It was reported that there was sensing and capture difficulty during body movement. X-ray revealed that the setscrew appeared sideways/disengaged resulting in a loose connection. The device was explanted. No patient complications have been reported as a result of this event.